Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube at the distal tip. The component is broken and there may be missing pieces, but the size the missing pieces cannot be confirmed. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Reducer: the instrument was found to have to accessories reducer attached to the main tube. The common causes of the failure mode main tube broken instrument are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with another instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had an element stuck. No fragment fell into the patient. The procedure was completed with no reported injury.